Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation and was inflated inflated twice at 14 atmospheres. However, on the third inflation at 14 atmospheres for 30 seconds, the balloon was ruptured vertically. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status condition was good.